Event description:
It was reported that the patient treated a low blood glucose with orange juice and candy, after which the blood glucose rose to 180 mg/dl before trending down; education was provided on proper hypoglycemia treatment to avoid overtreatment, and no device component issue was implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a user usage problem related to improper or incorrect treatment method, and no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.